Event description:
The customer reported the system displayed a collimator iris potentiometer error during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a collimator software calibration. The system operates as intended.